Event description:
It was reported that during a ptca treatment procedure, the tip of the pt2 moderate support 185 cm j-tip guidewire fractured and remains in the pt's body. No pt injuries or complications were reported.

Event description:
It was further reported that with considerable difficulty and using the back-up support of a maverick otw 1.5 mm balloon, the severely stenotic, highly calcified and very eccentric plaque in the distal right coronary artery (rca) was crossed and a guidewire was placed into the posterior descending artery (pda). Ptca was initially performed with a 1.5 mm balloon to create a lumen in the vessel. Then the tight, 95% stenosis in the ostium of the posterior lateral artery (pla) was more visible. For protection, the pt graphix wire was inserted into the right posterior lateral artery (rpla). Kissing balloon ptca inflations were then performed in both vessels using a 2.0 mm balloon in the pda and a 2.5 mm balloon in the pla. The results were excellent and no dissection occurred. Following ptca, the pla was a larger vascular territory, therefore stenting was performed using a taxus 2.75 x 32 mm des. The taxus stent was deployed to cover the proximal pla plaque extending bac,ward to cover the entire plaque in the distal rca. The result was very good and the pda was not significantly compromised. The stent was postdilated with a nc monorail 3.0/9.0 mm balloon at high pressures at the origin of the pla and in the distal rca for complete stent expansion. The final result was excellent with no residual stenosis with the stented segment and no edge dissection. Brisk timi iii flow was observed in the pla and pda which was also a moderately large territory and had previously demonstrated timi 0 flow. Due to a 95% bifurcation stenosis in a densely calcified lesion in the left circumflex (lcx) artery, the lcx was very difficult to wire. After considerable difficulty and using the suport of an otw balloon, the pt graphix wire finally crossed into the distal lcx. The om1 wa smore easily wired with the pt2 guidewire. Ptca was performed with a 1.5 mm balloon followed by a 2.5 mm balloon in the lcx. The balloon did not expand well, but there was no dissection . Timi iii flow was restored in both vessels. Residual plaque prevented crossing with a taxus 2.75 x 32 mm des. Prior to the stenting, the pt2 graphix wire was removed from the om1 branch to prevent it from being 'jailed' behind the stent. However, despite atraumatic insertion (during which the tip had formed a loop) and easy removal of the wire, the tip had fractured off and remained in the distal om1 branch. The area looked somewhat hazy, therefore, a 3.0 x 10 mm cutting balloon was inflated to 12 atms in the calcified segment over the lcx. The result was very good. Using a 300 cm forte wire, an otw exchange was performed and a wiggle wire was inserted to assess the lesion for stent delivery. The taxus 2.75 x 32 mm des now easily crossed into the lcx and was deployed at 8 atms to avoid distal ridge dissection. It covered the entire segment of plaque from the proximal to the mid-distal lcx. Following stenting, full dilatation was performed with an nc monorail 3.0 mm balloon at 18 -20 atms in the proximal to mid segments for complete stent expansion. The final result was timi iii flow and good stent expansion. The om1 was not significantly compromised.